Event description:
Pt received silicone breast implants twenty years ago. Recently, pt has had moderate to severe generalized pain. They do not know if it is caused from the implants and is wondering if there is any way to find out. Pt had the implants in 1982, they have misplaced the info due to moving.